Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. The noise was myopotential in nature. Ts discussed available programming options as well as considering doing an electrode revision. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. The noise was myopotential in nature. Ts discussed available programming options as well as considering doing an electrode revision. This device remains in service. No additional adverse patient effects were reported. Additional information from the filed indicates therapy was programmed off and an explant procedure is planned but no specific date was provided. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and reviewed stored data. The noise was myopotential in nature. Ts discussed available programming options as well as considering doing an electrode revision. This device remains in service. No additional adverse patient effects were reported. Additional information from the filed indicates therapy was programmed off and an explant procedure is planned but no specific date was provided. This device remains in service. No additional adverse patient effects were reported. At a later date, this s-ICD system was explanted. No additional adverse patient effects were reported.